Event description:
It was reported that the physician was unable to interrogate the patient's generator. The physician has successfully used the same programming system on another patient. Physician reports that the device seems to be working as the patient still experiencing voice alteration with stimulation. Physician also reports that the patient has gained a fair amount of weight, so this might be the reason the generator cannot be communicated with as there may be more tissue between the generator and wand. Patient was seen by a surgeon and device still could not be interrogated. The patient opted to have the device removed, but surgery has occurred to date due to possible insurance coverage issues. Attempts for further information have been unsuccessful to date.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2011, as the patient did not feel the vns had been efficacious enough for her. Per reporter, the surgeon was unable to interrogate the device during surgery as well. The explanted device was discarded and cannot be returned to the manufacturer for analysis.